Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This alarm occurred during use with patient involvement. The patient observed that the screw on the physional bag in the clampex connector was loose and turned with the line connection to the homechoice automated pd set with cassette. When they patient pressed the connector it was blocked and then after that they could tighten the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to date received by manufacturer in the initial report. The receipt date is september 25, 2017 and not the previously reported september 02, 2017.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.